Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿hardening of the left-side¿ and "exchange of textured breast implants due to the patient¿s concern with the product¿.

Event description:
Patient reported left side pain, swelling, ¿hardening of the left-side¿ and "exchange of textured breast implants due to the patient¿s concern with the product¿. Healthcare professional confirmed the patient reported events and further reported a capsular contracture baker grade IV. The device has been explanted, replaced, and an open capsulotomy was performed.

Event description:
Patient reported they have a bia-alcl diagnosis, lump, "left side leaking," "left side enlarged," and "left side red", "left side painful". Histopathological markers cd30+ and alk- have not been received.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure, capsular contracture, lump/nodule, erythema, lymphoma-alcl-suspected, drainage: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Brown particles observed in the gel. Observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). No further actions are required as the device was implanted." The events of suspected bia-alcl, drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. Alcl form received indicated "no diagnosis of acl", "tnm, alcl stage at diagnosis and b-symptoms - not applicable" and pathology results confirmed "benign squamous epithelium". Healthcare professional also reported "rupture".

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. .